Manufacturer narrative:
The peritonitis occurred on an unspecified date in (B)(6) 2018. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis patient experienced peritonitis which was manifested by cloudy effluent. The cause of the peritonitis was not reported. On an unreported date the same month as receipt of this report, the patient was hospitalized for the event. Treatment was not reported. Physioneal therapy was ongoing. Three days prior to receipt of this report, the patient was recovered from the peritonitis and discharged from the hospital. No additional information is available.